Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced and the software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up during a case. No pt injury was reported.